Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing warmth during charging and when stimulation is turned on. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The ipg was replaced due to difficulty in recharging (reference MFR. Report: 16271487-2017-03552) and the desire for burst technology.

Event description:
Follow up information identified the patient is no longer experiencing the burning at the ipg site and is receiving relief of leg and back pain.